Manufacturer narrative:
Implant regio 16 fractured. Construction was a upper jaw construction placed on one implant and 6 crown constructions on natural teeth. Patient suffered from periimplantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant resubmitted due to submission error

Event description:
Implant fracture.